Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the patient developed an infection due to the pod's adhesive while wearing the device on the abdomen between 37 and 48 hours. The patient's blood glucose levels had begun to rise, and upon removal of the pod, the affected area was noted to be red and have a lump. The patient had a fever and experienced pain at the pod site. The patient visited his general practitioner and was then taken to the emergency room. The patient was diagnosed with cellulitis and prescribed antibiotics. The patient was in the emergency room for 2-3 hours. Subsequent to treatment with antibiotics, the patient recovered.